Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that intermittent farfield r-wave oversensing was noted on presenting electrograms (egm). Lead parameters are satisfactory. The system remains in service and no adverse patient effects were reported.